Event description:
In 2009, a pt underwent a robotic hysterectomy procedure. During the procedure, a hot shear instrument tip arced to the bowel. The physician examined the patient and did not feel there was any patient injury at that time. The case proceeded and was completed without further event. The robotic instrument was changed out and found that the one time use plastic protective tip had a hole. It is unk if the patient will have any undesired effects from the incident.